Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. On follow-up with customer, customer advised all strips had been consumed so device is not available for return. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 550 mg/dl, hi (>600 mg/dl), 248 mg/dl and 140 mg/dl within 10 minutes on the aviva system. No adverse event reported. Requested return of suspect device and replacement was sent.